Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. Upon endoscopic check of the esophagus fresh blood was noticed. A laceration was seen in the cervical portion of the esophagus 20 cm from the dental line. A computerized tomography scan and x-ray ruled out a perforation. The patient was hospitalized for 24 hours for observation. Further information is being requested from the hcp.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (03-december 2007).